Event description:
It was reported, the camera head mirror was cracked. The issue was found during cleaning and disinfection. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation and the information obtained from this complaint did not lead to the identification of the cause of the occurrence. A device history review - DHR of the current product was conducted, and no issues were found. Instruction for use (IFU), it states: precautions for disappeared or frozen endoscopic image (warning) ·do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.